Manufacturer narrative:
Due to character limitations, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The issue was isolated to the power pcb assembly. It was confirmed that the device can not be repaired. The device remained unrepaired with the customer.

Event description:
The customer contacted physio-control for repair of their device. During evaluation physio-control observed that the device would not power on. There were no reports of patient use associated with the reported event.